Event description:
Healthcare professional reported "textured implant". Healthcare professional later reported "rupture" diagnosed via MRI. This record is for right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "textured implant" and "rupture".